Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and bleeding. Upon removal of the pod while being driven to the hospital the patient reports they had received a communication error and the pod was leaking. Once at the hospital the patient was treated with intravenous fluids as well as manual insulin injections. The patient was able to apply a new pod prior to discharge from the hospital. The patient was discharged the following day.

Manufacturer narrative:
The returned device was evaluated and the device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Pulse width values increased at the end of the run resulting in the 0x6a occlusion alarm stopping pod operation due to the struggle to deliver insulin. Although pulse width values increased, no timeouts or drive stalls were observed in the download data. The pod was found to be occluded. No damages or defects were found with the device that would cause an occlusion or subsequent alarm. The exact cause of the 0x6a occlusion alarm could not be determined. The fluid path was tested for leaks. No leaks were found.